Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood with candy and orange juice. Customer¿s current blood glucose level was 80 mg/dl. The drive support cap was normal. The product was not returned for analysis.